Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited capturing problem and sensing problem. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of a capturing issue and a sensing issue were not confirmed. A complete lead was returned for analysis. Electrical testing, visual inspection and x-ray inspection of the lead did not find any anomalies.